Event description:
It is reported that a customer had a motor error alarm on his insulin pump during a bolus delivery. The customer's blood glucose level was 120 mg/dl. Customer was assisted with clearing the alarm. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).